Event description:
Caller stated that medical attention was sought on (B)(6) 2020, around 11:45am at work. Caller stated the end-user got a reading of 160mg/dl while at work. He tested again and received a result of 191mg/dl. A normal result for that time of day is usually around 120mg/dl. The caller stated that the end-user was cold sweaty shaking and his vision was blurry. Caller stated that she then picked him up from work and took him to baptist hospital located at 1000 w moreno st, pensacola, fl 32501. Upon arriving the end-users blood glucose was 61mg/dl. Caller stated that the end-user was given apple juice a vanilla milkshake and a big mac. Caller stated that no other treatment was given to raise the-users blood glucose. Caller stated that the end-user's vitals were normal. 2 weeks prior the end-users doctor raised his toujeo insulin from 20 units to 25 units due to his a1c being over 9. The end-user was using expired test strips, caller was educated to discard any test strips that are expired. The end-user was still currently in the hospital at the time of the call. No additional information was provided.